Event description:
It was reported by service report that the weld was broken where the side rail connects to the frame. Sharp edges are exposed and the side rail cannot be latched up. No pt involvement or adverse consequences are reported.